Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.94 on an (B)(6) male patient with chest pain. There was no additional patient information at the time of this report. The customer states that the patient was administered beta blocker, metopilot, clopidogil, asa, nitroglycerine based on the I-stat result and the doctor had to inform patient of that the meds were given in error (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 01/12/2017. Customer returns and retain product was tested and the customer complaint was not reproduced.